Event description:
A customer reported obtaining unexpected negative results with the capture-r ready-screen (3) on the echo for a patient sample containing an anti-e.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for the echo instruments. For initial testing performed on echo m00569, cell 2 (e+) of the screening assay resulted as positive. Visually, the reaction had a slightly rough button and faint pink adherence and visually appeared positive. Review of the result images for the new sample showed that cell 8 resulted as negative and visually appeared positive. The customer is aware of technical communication (B)(4) which states to verify all negative screening and identification assay results on the echo prior to releasing results. However, due to the samples exhibiting stronger reactions on echo m00570, and due to some of the color check wells appearing to be under-pipetted, the customer was asked to replace the probe and perform maintenance. Upon repeat testing, the screen resulted as negative. Cell 2 (e+,e-) visually appeared weakly positive. An immucor field service engineer performed the unexpected reactions checklist, adjusted the tension in the y-belt, cleaned the mirrors on the camera and performed alignment. Qc was performed and acceptable results were obtained. The customer tested a known positive patient. Negative results were obtained. A different lot of capture-r ready-screen test wells were provided and the wash manifold was replaced. On (B)(4) 2012, the camera was replaced. Qc performed as expected. The sample in question was no longer available for testing. The instrument was tested and performed within specifications.